Manufacturer narrative:
(B)(4). Results: based on the information provided, no root cause can be determined, mi. Conclusions: no conclusion can be drawn, based on the information provided, no root cause can be determined.

Event description:
One endeavor sprint rx drug eluting stent diameter 3.5mm length 24mm was successfully implanted to the mid lad resulting in 0% stenosis. Ivus confirmed complete apposition of the stent to the vessel wall. A q-wave myocardial infarction was reported on the same day post stent implant. It is reported that the event was not related to the product, procedure or drug. Patient is reported to have recovered. No additional clinical sequelae were reported.